Manufacturer narrative:
Investigation summary: customer returned one (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe from lot 9028789. The customer reported the syringe with cannula through shield was found. The returned syringe was examined, and it was observed that a second cannula had pierced through the hub. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula through hub). As per investigation completed by manufacturing, "on 29th oct 2019, holdrege received photo of a 0.3ml 29 ga * 12.7mm insulin syringe of batch# : 9028789. Found one defect sample with cannula through hub. After visual inspection of the photo sample, we would confirm that it is cannula through hub and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: ¿racks loaded with hubs travel down a conveyor towards the cannulator. ¿they approach the cannulator turning horizontally in order to receive cannula. ¿racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿the finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: ¿reviewed the logbooks and l2l for machine adjustment during the production window on the batch#: 9028789. Did not find any adjustments. ¿there was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause: root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced cannula piercing through shield (in polybag) which was noted prior to use. The following information was provided by the initial reporter: the customer reported the syringe with cannula through shield was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced cannula piercing through shield (in polybag) which was noted prior to use. The following information was provided by the initial reporter: the customer reported the syringe with cannula through shield was found.